Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the device was damaged which resulted in inability to deploy the suture, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: cath lab manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a left sided premature ventricular contractions (pvc) ablation procedure was performed via right common femoral artery (cfa) using an 8 french sheath. After the procedure was completer, an 8 french angio-seal was opened and inserted. The tech followed all the steps until it came time to deploy the seal. The device was would not pull back to allow the collagen to deploy. The suture lock was identified, and the appropriate steps were followed to complete the seal. No harm was identified towards the patient. The blood loss was less than 250cc's. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 03jun2024: hemostasis was achieved using the angio-seal device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable and discharged accordingly.